Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was evaluated. It was determined that replacement of the cuvette dryer tip assembly resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the cuvette dryer tip assembly or the alinity c system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformance's or potential non-conformance's for the cuvette dryer tip assembly as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported an alinity c processing module generated error code 3062 residual liquid detected in cuvette error and it was noted that there was water on top of the cuvettes. The customer reported that they paused the module and performed a cuvette wash, however incorrect results were generated. The customer provided the following data: sample ID (B)(6) creatinine initial result on sn: (B)(6) was 257.8 umol/l and when repeated on another analyzer (sn: (B)(6) the result was 72.3 umol/l). There was no reported impact to patient management.